Event description:
Procedure type: lap colon. According to the reporter: encountered some resistance when inserting a clip applier into the port. Then, a blue foreign material was found inside the cavity, which was retrieved. A new instrument was used to complete the procedure. There was no tissue damage and not excessive bleeding. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 08/11/2008.